Manufacturer narrative:
The device in question was returned to the manufacturer on january 17,2025. The evaluation is anticipated, but not yet begun. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. Cross reference complaint ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the cutting loop exploded during a case. According to the information received, the consequence of the explosion is that the bladder was charred. The surgeon was not concerned about any long-term harm to the patient. Cross reference MDR: 9610617-2025-00049, 9610617-2025-00050, 9610617-2025-00051, 9610617-2025-00052, 9610617-2025-00053, 9610617-2025-00054.

Manufacturer narrative:
Device evaluation: this error is caused by the defective shaft 27040xa. The ceramic of the inner shaft is broken. It is assumed that the loop during application, for example, by levering, pushing to the side, bent. This could cause the loop to catch on the defective part of the ceramic. Since the missing parts of the ceramic insert have reduced the distance to the metal surface, the current could jump here and flow over the instrument and optics to the neutral electrode, which caused the electrode to break down. Since the optics are located in the immediate vicinity of the electrode, they also suffered severe damage as a result. The entire combination was also tested for the error description "parts were in a case were the tip of cutting loop exploded. The surgeon went into the anatomy, just to observe, was plugged into generator. Surgeon had not activated the foot pedal, and it charred the bladder bad." The problem could not be reproduced. The current only flowed when the foot switch was pressed. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
Additional information: the patient had a bipolar bladder resection on (B)(6) 2025. The surgeon indicated that there was no medical intervention required. The surgery was delayed for 20-30 minutes, but they were able to complete the procedure with a new set of scopes and new generator.